Event description:
Device 1 of 2. Please see MFR report # 1627487-2010-01929 for device 2. On (B)(6) 2010, the pt was implanted with a trial system. Leads were placed on the right and left sacral nerves. On (B)(6) 2010, the pt complained of excruciating pain that was unable to be relieved and had an appointment on (B)(6) 2010 to have the equipment removed. Upon speaking to the rep, sjm learned that the pt indicated being in pain and thought the leads had dislocated his hip. The rep repeatedly told the pt that any medical concerns / questions would have to be discussed with the doctor. On (B)(6) 2010, the pt's leads were pulled and the pt was released.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.